Event description:
It was reported that the xenon light source had intermittent drop out of the signal and video out. The issue occurred during the diagnostic procedure under sedation while the device was inside the patient. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.